Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2090-648h-(B)(4): the fiber/glass cap is partially fractured distal at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting and burnt, and partially erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 12,386 joules and 2:09 minutes of use, the "fiber broke due to doctor lasering inside of scope". The tip (cap) of the fiber was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: no injury to the patient was reported.